Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. A medium inserter (pdl402 lot a70a47) was received with a broken inserter pin on one of the instrument¿s arms and a bent pin on the other. Otherwise the instrument is in good condition with minimal wear consistent with typical use. The medium inserter is a component of the prodisc-l instrument set (pdl1000). The prodisc-l system is ¿intended to replace a diseased and/or degenerated intervertebral disc of the lumbosacral region¿, between l3 and s1. The medium inserter is used to insert the endplates to the posterior margin of the vertebral bodies. With the endplates in position the polyethylene inlay can be inserted through the use of distractors and inlay pushers. Drawings for the medium inserter were reviewed, specifically those relating to the instrument¿s arms. In 2008 the guide pin material was changed, otherwise the design remained unchanged. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The medium inserters were found to have met the drawings specifications consistent with their date of manufacture. The product was received under the complaint condition ¿broke during insertion/removal¿. The tip of the left arm is broken off; the material at the fracture point is homogeneous, therefore a material defect did not contribute to the failure. Additionally, the right tip is bent. After reviewing the related product drawings, complaint history and risk analysis, the design did contribute to the complaint condition, however the issue has been resolved in current manufacturing drawings. The broken tip of the inserter was the result of a design issue that has since been addressed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was conducted. The inserter has sheared off at the tip. The broken part wasn't received. The other tip is bent badly. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming. The broken part was not received so we can't remeasure it. However an inspection of the opposite tip which was not broken was checked. The tip dimension was found to be conforming.

Event description:
During a prodisc-l implant procedure the surgeon was impacting the medium prodisc-l inserter to insert the implant between levels l5-s1. When the surgeon was impacting the instrument, the tip of the instrument broke off and the tip remained within the inferior edge of the implant. The surgeon was able to extract the implant from the patient. The surgeon removed the broken tip and reinserted the same implant with another inserter. There was a 5-6 minute delay. The surgeon was able to complete the procedure successfully without any patient harm. This is 1 of 1 report for complaint (B)(4).